Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device upgrade procedure, the pulse generator exhibited backup vvi operation. When the device was taken out of the pocket, the device exhibited loss of output and the patient became asystolic. A new device was implanted. The patient was stable.